Event description:
Reporter alleged the expiration date on the blood glucose monitoring comfort curve test strip vial was a usable one with a date of 04/30/2008; however, the domestic manufacturer verified through their local batch records that the product is expired with a date of 04-30/2004. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.